Event description:
It was reported that the pump had been beeping all day with a line block alarm. The patient had already tried three cassettes and replaced the tubing three times, but the issue persisted. Continuous glucose monitor readings currently at 393 mg/dl and patient confirmed that no emergency services needed at this time. Upon site removal, the cannula was found to be bent. The patient replaced the site and resumed basal delivery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.